Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the manufacturer representative conducted two hour-long trickle charge sessions with the patient. They spend 30 minutes after each session trying to get the normal charging screen to appear. The cause of the overdischarge was not determined. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with two neurostimulators (ins) for non-malignant pain. For the left ins, the caller reported that initially when the patient interrogated the device with their 8840, they received an interference. The 8840 indicated no communication and showed the reposition antenna screen. The caller reported no communication with the 8840, the patient programmer, and both rechargers. The rep called back to follow-up the next day and reported the battery was overdischarged. The caller met with the patient and performed a physician reset mode (prm). They got normal charging for a few seconds but then were unable to get the recharger to connect to the battery. The caller stated that they attempted to get the recharger to connect for 30 minutes but were unable to resolve the issue. The caller stated that the battery felt tight in the pocket and superficial. The patient notified the caller that they had several falls. The patient had to leave before the issue was resolved. It was noted that the same issues with communication would occur with both rechargers that the patient had. Tec hnical services reviewed the possibility of a flipped battery and the caller stated that they would follow-up with the patient and the healthcare professional tomorrow. They would attempt to charge and may get x-rays. No further complications were reported. Follow-up was conducted.